Manufacturer narrative:
(B)(4). Review of device internal memory pending.

Event description:
Customer reports that during AED deployment device continued to notify customer to connect pads and that ECG analysis was not initiated.